Event description:
Lap cholecystectomy: (B)(6), the surgeon, performed a cut down technique for a lap chole. He inserted the trocar into incision with two langenbeck retractors to stretch the incision. The trocar was placed and on attempting to inflate the balloon the balloon burst, causing bleeding to vessels at the incision. He then inserted a second balloon blunt which inflated as normal. Type of intervention: cauterization of damaged blood vessels. Pt status: no permanent harm or damage.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.